Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medstation would not load applications, and full height drawer showed a fault. When the drawer was shut, it powered off due to a faulty drawer controller, defective retractor band, and damaged cat5 cable. A field service engineer reimaged the medstation from a thumb drive, configured, and synced it. The drawer controller, retractor band and the cat5 cable were replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using then bd pyxis¿ medstation¿ es, the screen displayed a black screen with a spinning icon. The customer reported that the malfunction caused twenty minutes delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this incident.